Event description:
A caller reported an issue with a tandem mobi cartridge alarm that occurred during the loading process. There was no adverse impact to the customer's blood glucose level. The customer changed the insulin flow system and resumed insulin delivery as normal without needing further technical support.